Manufacturer narrative:
Additional information was received that the company representative confirmed that the lead was not broken. It was also noted that the ipg was replaced per physician's preference.

Event description:
A report was received that the patient did not have coverage. It was noted that the patient's lead was pulled out of the epidural space and was broken as confirmed through x-ray. No device malfunction was suspected. The patient underwent lead and ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient did not have coverage. It was noted that the patient's lead was pulled out of the epidural space and was broken as confirmed through x-ray. No device malfunction was suspected. The patient underwent lead and ipg replacement procedure. The patient was doing well postoperatively.